Manufacturer narrative:
Neither the involved device not the requested information was provided and thus, a case-specific evaluation is not possible. The following has to be understood as a general assessment, it does not represent a reliable case-specific conclusion: the filling port includes a spring mechanism. The spring force has to be overruled during the filling process by pressing the bottle down - at the end of filling the spring force presses back the bottle into end position where it can be removed. The complete filling port is secured by an inserted steel pin reaching into the tilting block fixture. The reported observation can be explained by missing of this particular steel pin - if there is no mechanical lock the spring force in combination with saturated steam pressure of the anesthetic may move the complete filling port out of the vaporizer in an uncontrolled way. Saturated steam of suprane will be released then as well. Evidence could be taken from the service documentation that the gasket around the filling port was renewed during the last service intervention in 2015. The tilting block fixture and the steel pin will have to be removed for disassembly and to be put back in place after exchange of the gasket. Due to the fact that the vaporizer in question was not provided the potential causal connection cannot be proved. It is however considered the most likely explanation. There is no comparable case known.

Event description:
Refer to initial MFR. Report #9611500-2017-00366.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that users were attempting to refill an anesthetic gas vaporizer and noted an unusual device behavior. Then, suddenly a part from the filling port disintegrated leading to a release of evaporating agent. One operating nurse was exposed to the spraying agent which resulted in eye contact to the chemical. The exact status of health is not known at this time.